Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported and a "call your doctor: por" icon message was seen. It was noted that the pt had revision surgery to relocate the neurostimulator. Additional info was requested.